Manufacturer narrative:
The drill attachment was returned to the MFR and the complaint was confirmed. Internal components were evaluated, which reveal that the upper bearings were contaminated with foreign debris. The presence of debris can lead to increased friction among rotating components, resulting in heat being generated. The drill attachment could not be repaired and therefore was not returned to the user facility.

Event description:
It was reported that during testing conducted by a MFR field service tech, the drill heated up. This event did not occur in a surgical environment, so there was no pt involvement. No user injury was reported, and no other adverse consequences were alleged with this event.